Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance of 102 ohms on the superior vena cava (svc) coil of the right ventricular (rv) lead. The impedance had steadily risen over time. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2007. (B)(4).